Manufacturer narrative:
The complaint of decreased sensitivity was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant procedure the right atrial lead could not be extended and exhibited decreased p-wave amplitude. The lead was not used and was replaced. The patient was stable throughout the procedure.